Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4) abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier field number is list 062912-001 - 20fr abbvie peg which are the same as 062941-001 - 15fr abbvie peg and 062945-001- 20fr abbvie peg commercially available in (B)(6). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. The 510k number selected applies to both possible sizes of tubing in the us. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension) a lot number for the product associated with the complaint is not available; therefore, a review of batch documentation is not possible. A return sample evaluation was not performed because tubing was not available. No defect, deficiency, or malfunction of the peg tube was described by the reporter. In order to place the drug delivery system for levodopa-carbidopa intestinal gel (lcig), a patient must undergo anesthesia in order to perform the percutaneous endoscopic gastrostomy (peg). Although this can usually be done as an outpatient procedure and is relatively short, as surgical procedure go (usually under one hour), there is still risk involved. As noted by (B)(6), "pulmonary embolism is a significant cause of perioperative morbidity and mortality from an office-based surgical procedure." Indeed, in their table for risk factors for development of deep vein thrombosis (dvt) [1], most patients with parkinson's disease have a minimum of 2 factors: age > (B)(6) and central nervous system disease. Therefore, this is a risk which cannot be eliminated. [1] hausman lm, rosenblatt ma. "Office-based anesthesia ." In barash pg, eta/, eds. Clinical anesthesia. 6th edition. Lippincott:philadelphia. 2009, pp 847-860. Finally, abbvie reviews complaint categories for possible trends on a monthly basis. There have been no confirmed trends. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) had a scheduled peg-j insertion procedure on (B)(6) 2015. Placement of peg-j was confirmed by diagnostic imaging and the patient was then discharged later that day. The patient's husband reported that the patient passed away on (B)(6) 2015 at approximately 1200 hrs. On the morning of (B)(6) 2015 the patient was alert, talking, eating normally with no signs of distress. While watching tv, patient laid her head down on spouse's shoulder and passed away. Spouse called 911. CPR was initiated by the spouse until ems arrived. Patient was pronounced dead by paramedics. Patient's husband refused an autopsy. Patient had not yet initiated duodopa treatment. Duodopa treatment was to start on (B)(6) 2015. Additional information was received on (B)(6) 2015 that the cause of death was confirmed to be pulmonary embolism.